Event description:
On 07/17/1997 the account reported a false positive result of 14,000 mlu/ml for bhcg, which was run on the axsym analyzer. The pt was redrawn on 07/18/1997 and a result of 0.0 mlu/ml was given. The account then repeated the sample from 07/17/1997 and a result of 0.0 mlu/ml was given. An amended report was sent out. According to the account, pt intervention was not given or withheld based on the first reported result. No report of injury.